Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there were tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "during use the tube was found to be concave."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but photos were provided by the facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there were tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "during use the tube was found to be concaved."